Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not pumping the correct volume when pumping large volumes quickly during therapy (medication, dose, programmed amount and delivery rate unknown) in the emergency department. The pump was tested by the customer biomedical services department with liter bags of 0.9% sodium chloride and baxter tubing. The device was tested to run at 999 ml/hr with a volume to be infuse (vtbi) of 1000 ml with three different results: 930 ml, 840 ml and 880 ml respectively. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.